Event description:
According to the complainant: "at end of mg++ infusion, nurse attempted to set pump to deliver 20ml ns flush, when doing this pump alarmed device alarm 2114 and was unable to be restarted or navigated. Pump needed to be swapped out to allow flushing of infusion. Appropriate b braun and mt&p reporting completed. Nil harm to patient."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial number (B)(6) and software version (B)(6). The history files were read out and analyzed by the development. Following statement was created: the device alarm da 2114 is listed also once in the device history of the device. Analysis of the device history data: (B)(6) 2026 12:36 pm device switched on (B)(6) 2026 12:37 pm syringe "space line neutrap" confirmed. (B)(6) 2026 08:26 am drug "thiamin" with concentration 300mg/100ml selected. (B)(6) 2026 08:26 am set total dose 300 mg, (B)(6) 2026 08:27 am infusion started, (B)(6) 2026 08:49 am new vtbi 34.08 ml set, (B)(6) 2026 08:49 am device alarm da 2114. The device alarm da 2114 after confirming a new vtbi could not be reproduced. The device alarm da 2114 after confirming a new vtbi is listed in the database of the software development. False device alarm da 2114 after entering a new vtbi in dot therapy during infusion. Unfortunately, this device alarm da 2114 after entering a new vtbi in dot therapy during infusion cannot be reproduced, so the root cause of the device alarm cannot be determined. As a result, no workaround can be given. In our more recent software versions since (B)(6), this device alarm da 2114 after entering a new vtbi in dot therapy during infusion has yet not been observed. The defect could be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.